Event description:
It was reported that the customer received a motor error alarm as well as a motor position encoder error. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion test and prime test. Insulin pump was received stuck in motor error loop during bolus and basal delivery. Insulin pump was unable to confirm error alarm in alarm history screen due to overwritten history file. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump had a cracked reservoir tube lip.